Manufacturer narrative:
The root cause of the reported adverse event cannot be determined. There is no reported deficiency with the previously implanted eleos devices that remain implanted or were removed as part of the revision surgery. All inspection and manufacturing data was reviewed for the device lots listed in the table above; the lots were found to be conforming to specifications and no manufacturing abnormalities were observed. The following mdrs are related to this case: 3013450937-2024-00084.

Event description:
The patient with an eleos total femur replacement was reportedly revised due to a leg length discrepancy, requiring the operative leg to be shortened. P. Medina, an onkos sales representative, reported that a 50mm male-female midsection was removed and an 8mm poly spacer was replaced by a 16mm poly spacer during the revision surgery. All other explanted implants were swapped as part of the procedure.